Event description:
It was reported that a system error (se) 2240 (air in set/line) alarm occurred during the dwell phase on the homechoice (hc). The home patient (hp) was connected at the time of the event. The hp stated the clamp was opened on an unused supply line. The technical service representative (tsr) advised the hp to start over with new supplies or finish with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.